Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the insertable cardiac monitor (icm) exhibited post-sensed t-wave oversensing and an incorrect measurement. No intervention was performed. The patient was in stable condition.